Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2006 the patient underwent a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was also reported that on (B)(6) 2010 the patient underwent a gynecological procedure in order to treat stress urinary incontinence, rectal enterocele, cystocele, and vaginal wall prolapse and mesh was implanted along with the concurrent procedures of posterior repair, vaginal wall suspension, retropubic urethral suspension, cystoscopy, and perineorrhaphy. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2006 due to stress urinary incontinence. It was reported that patient underwent mesh revision/removal on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.